Event description:
Company representative reported following implantation of seri into the "neck," patient presented "4-6 weeks" post-operative with "blisters" at the implant site. Antibiotics were prescribed at the onset of symptoms, however, physician also noted extrusion of the device in a "nickel-quarter sized area" and that this portion of the device was "un-incorporated." Non-adherent piece of seri was removed and discarded. Physician reports there was "no skin breakdown or redness." Device remains implanted.

Manufacturer narrative:
(B)(4). The device remains implanted and is unavailable for return. Therefore, allergan will not receive it and no analysis or testing will be done. The events of extrusion, irritation/inflammation, and non-adherence are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.